Event description:
It was reported on 24-Jun-2026 that the patient¿s infusion set tape was not sticking. Patient experience high blood glucose level to 370 mg/dl and treated with insulin pump.

Manufacturer narrative:
Name: Medtronic Minimed.Country: United States of America.Street: 18000 Devonshire Street.City: Northridge.State: California.Zip Code: 91325.Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA Registration Number Reporting Site: 8021545, Manufacturing Site: 3003442380.